Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to the customer¿s blood glucose. Pump data review by tandem technical support confirmed the pump was functioning as intended; however customer maintained that the pump was not functioning as intended. Reportedly, the customer continued to use the pump for insulin therapy.